Event description:
The user facility reported that during a peripheral diagnostic angiogram procedure, resistance was encountered when advancing the guidewire. It was reported that there was significant calcification present. The surgeon continued to exert pressure in an attempt to advance the wire, but was unable to do so. When the guidewire was removed from the patient it was noted that the guidewire tip had detached and remained in the bifurcation. Retrieval was not attempted nor is it planned. Another guidewire was used to successfully complete the procedure. The patient condition is reported to be good and the patient has since been discharged.